Event description:
Complainant alleged that during routine testing and preventative maintenance, the device had no electrocardiogram trace through the multifunction cable and would not defibrillate. Electrocardiogram was available in leads I, ii, or iii. The complainant indicated that there was no pt involvement in the reported failure.